Event description:
Reportedly, following an incident and several tests performed, the led status of the subject home monitor remains orange.

Event description:
Reportedly, following an incident and several tests performed, the led status of the subject home monitor remains orange.